Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that backup vvi operation was observed on the implantable cardiac defibrillator and high capture threshold and sensing anomaly were observed on the right ventricular lead; the patient experienced syncopal episodes. The device was explanted and replaced and the lead was capped and replaced. The patient¿s condition was stable.